Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a lens was defective. Additional information was received stating the iol has scratches on optic.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned pressed down on two posts of the lens case base resulting in deformation of the iol. Solution was dried on both surfaces of the optic and haptics. One haptic is bent, the other haptic is intact. The optic is scratched/marked-rejectable. Photo shows iol in a lens case base. The lens is resting against three posts of the iol case base. One haptic is adhered to the optic. What appears to be a dried solution can be observed over the iol. The reported scratches cannot be confirmed. There have been no other complaints for this lot. We are unable to determine the root cause for the reported complaint "scratches on optic". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).